Event description:
During an in clinic follow up, noise resulting in oversensing was noted on the right atrial (ra) lead. Provocative testing was performed and the noise was reproduced. During the lead revision procedure a lead insulation abrasion was noted. The ra lead was capped and a new ra lead was implanted to resolve the event. The patient was stable.